Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information in section b5 and to report that this reported event has been reassessed and deemed not reportable based upon the additional information provided in section b5.

Event description:
Additional information was received on 12dec2023: the locator did not click into the hub. Inserting and locking the locator in the hub was unsuccessfully. No audible click on mating. No tactical feedback after mating. Many attempts made to mate the locator and hub. The locator separated after mating with the hub. The locator was too loose and failed to stay in place. The separation occurred when the device was in the patient. No patient involved and new angio-seal open to replace the device.

Event description:
The user facility reported that the angio-seal was prepped, and the introducer clicked into the sheath. As the angio-seal was being deployed up the wire, the introducer came apart from the sheath. The doctor re clicked the introducer; however, the angio-seal came apart again before the sheath was inserted into the patient's groin. The doctor was unsure if the angio-seal was safe to use; therefore, the doctor decided to remove the angio-seal and re insert the 5fr sheath to ensure there was no damage to the patient. A new angio-seal was opened and clicked together. When tested, the angio-seal also unclicked. The angio-seal did not go into the patient, and the doctor then decided to do manual compression instead. Only a diagnostic angiogram had been done and no heparin was given. There was no harm to the patient.

Manufacturer narrative:
E1: initial reporter email: (B)(6). E3: occupation: interventional radiographer. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.